Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the screen was able to become responsive, and the customer continued using the pump for insulin therapy.